Event description:
The company received a copy of medwatch report uf/importer report (B) (4) from cdrh which reported that on (B) (6) 2009 an unspecified tracheostomy tube dislodged due to disconnection at pivot site on flange. Unable to reconnect tube to flange. The tracheostomy tube was changed and there was no harm to pt. There was no indication the tube is available for return.

Manufacturer narrative:
The company has attempted to contact the initial reporter for add'l info. The lot number provided in the report is incomplete or not valid and therefore, MFR date cannot be determined. (B) (4)